Event description:
Before use the surgeons saw the protective sheath of the coil was damaged. There were no patient consequences. The surgeon used another like device to perform the procedure; which ended without further issue. Failure analysis found that the proximal end of the coil was stretched.

Manufacturer narrative:
The locking mechanism is correctly located and fully functional. The resheathing tool has not been damaged. Located at both the distal tip of the skive and again at 11.5cm off the distal tip of the green introducer, the dpu/coil protrudes outside the sheath in two places. Located 4mm off the distal tip of the dpu the electrical wires are bent. The proximal end of the coil is outside the sheath and stretched. No sheath damage was found. The coil is then inside the sheath for 1.1cm before protruding outside for a second place for a length of 4mm before entering the inside the sheath at the distal tip of the skive. Granules and 'clumps' of contrast and a clear liquid were found inside the angle ring of the unused device. The distal section of the coil is undamaged. Dried contrast granules were found clumped inside the angle ring of the unused microcoil system. The proximal end of the coil was severely damaged. Located 4mm off the distal tip of the device positioning unit (dpu); the electrical wires were severely bent. The coil protruded out of the sheath in two places. No mechanical sheath damage was found and the locking mechanism was fully functional. The resheathing tool was intact and undamaged. The evidence suggests the distal interference was the most likely root cause of the dpu and coil protrusion outside the sheath. The circumstances of how and where this damage occurred cannot be determined. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.